Event description:
Nurse manager alleged a patient was able to get out of bed while the ppm was armed and patient fell, resulting in a broken hip.

Manufacturer narrative:
Nurse alleged that she set the bed exit alarm system. Per nurses' chart at 22:00, the nurse allegedly called facility for maintenance for the bed alarm malfunction. This could not be verified. Patient was placed in a posey vest at 23:00. Patient was allegedly found on floor by the door at 23:10 with the posey vest removed. Posey vest was still tied to both sides of the bed. Nurse allegedly checked bed exit alarm and it was working. Per chart, at 02:00 patient got out of posey vest and fell to floor. Patient allegedly complained of pain. Surgery was performed on patient's hip for it fracture. Hill-rom tech, tested the bed exit alarm system in all exit modes. Bed exit system was operating normal.